Event description:
Report received from the USA stating that the device was experiencing "heat". The device was being during surgery. There was no injury or medical intervention that occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional info is received, a supplemental report will be sent.